Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorpho ne) 2.5 mg/ml for a total dose of 0.3 mg/day via an implantable pump. It was reported the pump was flipped. There was no known factors that may have led or contributed to the issue. Diagnostics/troubleshooting included palpation to confirm pump flip. Surgical intervention occurred where the pump was repositioned and the pocket was revised. It was noted a pocket revision occurred to un-flip the pump and re-secure. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. It was noted the patient's weight and medical history were asked and will not be made available. The event date was (B)(6) 2020. No further complications were reported.